Event description:
The customer reported that the insulin pump was dropped and the liquid screen display was scratched and cloudy. Troubleshooting was performed. The customer stated that the numbers were ramping. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. Days later the mother called and stated that the customer was hospitalized due to high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.